Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05sep2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the blower motor printed circuit board assembly to address and correct this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator with an alarm indicating that the device was inoperable. This event was initially reported to have occurred during clinical use - however, it was later corrected that there was no patient involvement with this event. There was no allegation of harm associated with this report.